Manufacturer narrative:
(B)(4). There were no issues found from a device history review. This complaint is not verifiable as no product was returned for evaluation. No packs with this product number remain in inventory. A quality bulletin was issued for foreign matter reduction in which all the associates have been made aware of activities required regarding frequency of assessment of head coverings. Retraining on gowning and hand wash procedure was generated for pertinent associates. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly (B)(4).

Event description:
It was reported by the user facility, well into a cardiovascular bypass procedure the customer found a hair taped into the sucker blue tape line. The hair was actually taped under the blue tape itself. According to the user facility, this is the third one found to have a hair in the sterile part of the tubing pack. The tubing pack was not changed out, there was no delay, and the surgery was completed successfully.